Event description:
It was reported the pump replacement was routine end of life (eol).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). The distal portion of the catheter was returned. Analysis of the catheter revealed the catheter body had a user related hole.